Event description:
The account stated that the cell-dyn 1800 analyzer generated erratic wbc results. An initial result of 81,500/ul was generated. The sample was repeated and wbc results of 49,000/ul and 5,600/ul were generated. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4) discrepant wbc result. A field service representative (fsr) was dispatched to the account. The fsr performed preventive maintenance on the cell-dyn 1800 analyzer. The fsr inspected all syringes, the aspiration probe, and tubings; instrument operation checked out with no issues. The system was performing within specifications. The fsr ran precision and quality controls, which were within range. No further investigation was required. The cell-dyn 1800 system operator's manual was reviewed and was found to adequately address the issue. Customer complaint data was reviewed and no adverse trends were identified. The investigation did not identify a product deficiency.

Manufacturer narrative:
(B)(4). An investigation is in process. A followup report will be submitted when the investigation is complete.